Event description:
After two years of successful cochlear implant use, this patient fell down and could no longer hear with their device several months later. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. Explantation surgery was successfully completed in 2005, there are no plans for reimplantation at this time.